Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, reported incomplete coaptation appears to be due to challenging anatomy. The reported difficult to remove (anatomy) was also due to procedural conditions as the anterior leaflet got stuck on the gripper but was able to be freed. The reported difficulty grasping the leaflets was due to the anatomical challenges and poor imaging therefore due to procedural conditions. The reported mitral valve insufficiency/mitral regurgitation (mr) (unchanged mr) was a result of the reported slda as the mr returned after the slda occurred. The reported unexpected medical intervention was a result of case specific circumstances as another clip was attempted to be implanted to stabilize the slda clip. The reported patient effect of mitral valve insufficiency/ regurgitation/unchanged mr (which is persistent mitral regurgitation) as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was very difficult throughout the procedure. The clip delivery system (cds) was advanced and several attempts were made to grasp the leaflets when the anterior leaflet got stuck to the gripper. Troubleshooting was performed and the clip was able to be freed. The clip was then able to be placed and deployed. During preparation of the second cds, it was noted the first clip had detached from the anterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to difficult anatomy and challenging imaging. The second cds was advanced medial to the slda clip however due to the poor visibility, the leaflets could not be grasped and the cds was therefore removed. The procedure was completed with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.